Manufacturer narrative:
Concomitant products used during the procedure: carto 3 system: model #: m-4800-01, (B)(4). Cool flow irrigation pump: model #: m-5491-02, (B)(4). Stockert rf generator: model #:m-5463-01, (B)(4). The customer stated that there was no deficiency with biosense webster products or equipments. The customer also declined service requests when contacted by bw field service engineer. (B)(4).

Event description:
It was reported that during an atrial flutter procedure a pericardial effusion occurred. The effusion was noticed after the ablation. Atrial flutter rhythm was terminated due to ablation lesion conduction block across the cavotricuspid isthmus. During the procedure cardiac pressures slowly began to drop. It was observed that the drop in blood pressure persisted. Pericardial effusion was identified by transthoracic echo, noting that the effusion increased resulting in tamponade. Pericardiocentesis was performed. Patient stayed overnight for evaluation. Patient recovered very well with no other issues and was feeling great. Patient's atrial flutter ablation was a success and patient's ejection fraction has improved due to procedure. Patient's prognosis was excellent.